Event description:
Pharmacist reports nursing staff has concerns with the coupling mechanism (spin luer) at distal end (net to patient) of IV tubing set. Nurses say the end of the tubing doesn't always completely seal with the patients' IV tubing and has slight leak. No specific patient event was reported. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.